Manufacturer narrative:
Two pictures were returned. Picture one showed the back labeling of the packaging where the bottom portion of the drawing is outlined in red and yellow. Picture two showed the bottom portion f the set where the outgoing tubing can be seen disconnected from the y-clave.received two (2) used list# 146870489 primary plum sets. As received sample 1 was observed to have the incoming tubing disconnected from the y-clave. As received sample 2 was observed to have the outgoing tubing inserted into the y-clave but removable, as if it had previously been disconnected. Both sets were found to meet dimentional specifications. The complaint disconnection can be confirmed. The probable cause is due to unintentional pulling forces applied during use.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported a patient was found pulling IV primary line tubing and secure lock male adapter part that is connected to the patient is out. The entire IV tubing was changed, and patient was able to pull the adapter part easily with no time. Hence the manager of the unit and cpl observed that clave y-site the secure lock male adapter part can be easily pulled off. Moreover, total integrity of the tube is very fragile and delicate. There is an increased risk for bleeding for patient if this part will be pulled accidentally or intentionally.here was patient involvement and no patient harm or injury.